Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other related reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, disability and physical damage from chromium and cobalt exposure after asr hip implant. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to osteolysis, noted intraoperative was corrosion-type metal around the base of the trunnion and metallosis. The stem and sleeve were updated to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.